Manufacturer narrative:
Complaint statement (B)(4). Received one rack 454322/b230336w and one rack 454322/b23033np for evaluation. No customer pictures were provided. We have no remaining inventory of either material/batch. We have no further complaints for either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated.

Event description:
Customer states tubes are underfilling. 10aug2023 update: customer advised they are using safety blood collection sets and straight needles. A discard tube is being used, and they have reinforced this practice recently. Phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled. No pictures showing the underfilled tubes are available. Customer also stated, " I am estimating the short filling tubes from the packages we opened were about 20%. It may be more because there were specimens the lab had rejected that we considered poor draws but may have been from defective tubes."